Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the fiber identified that the fiber was received in one piece with no defects identified on the fiber body. The tip was microscopically inspected, and it was in good condition. Then the connector was tested, and no light exiting the connector face was determined, which indicates an internal connector fracture. Burn marks were also observed on the connector. During functional testing, the aim beam was very weak. Based on analysis results and information available, a fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Therefore, the reported fiber failed to fire event was confirmed.

Event description:
It was reported that, during the first use of this fiber, it failed to fire. The fiber was replaced, and the procedure was completed using another of same model. There were no patient complications. Analysis of the returned fiber identified a connector fracture.